Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. The insulin pump passed the displacement test and self test. The insulin pump was received with case cracked behind the insulin pump at the corner of the belt clip rails. No unexpected pump error 68 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had trace pointers were invalid. The customer¿s blood glucose level was 204 mg/dl. Customer also stated that the insulin pump had cracked on the back side. The device will be returned for analysis.